Event description:
Hip replacement using depuy pinnacle metal/metal. Physically active (B)(6) female with osteoarthritis and idiopathic avascular necrosis. Thr done and good recovery. One month post op "clicking" started and eventually instability. Revision done in (B)(6) of same yr -- extensive metal debris and metallosis requiring synovectomy. Long recovery requiring a third revision due to first depuy implant. Pt has original metal/metal prosthesis since her husband is an orthopedic surgeon who handpicked the surgeon. This is a bad and dangerous product and needs to be recalled to compensate thousands of pts for their losses. I personally contacted depuy immediately and was given a complete run around. Have dates and names. Please do something to recall this product. Dates of use: (B)(6) 2009.